Event description:
Procedure type: lap chole. According to the reporter: during the case the balloon burst. There was no additional bleeding and no tissue damage. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4).